Manufacturer narrative:
Additional information was received that the patient anatomy was reported to have annular and left ventricular outflow tract (lvot) calcification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, using the inline sheath, the valve was recaptured three times due to valve not being positioned correctly. After performing three deployment attempts and recaptures, the blood pressure dropped. An aortic dissection was observed which the physician attributed to this delivery catheter system (dcs). There was no reported treatment or intervention, and the patient subsequently died due to the dissection. No autopsy was performed.